Event description:
Additional information was received that the patient experienced fever, redness, and swelling of the wound. Antibiotics were given. The infection and the low flows resolved. The patient had no symptoms during the low flows.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection could not be conclusively determined through this evaluation. Additionally, the report of frequent alarms was not confirmed through review of the submitted log files. Review of the submitted log files revealed multiple low flow faults; however, none of the faults lasted long enough to trigger an alarm. Low power advisory alarms were captured throughout the log file, per design, due to typical battery usage. The alarms resolved with the connection to fully charged batteries, the mobile power unit, or the power module. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, "introduction," lists infection as an adverse event which may be associated with the use of heartmate 3 lvas. This section also explains that, in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. D, also outlines system controller alarms, as well as how to respond to each alarm condition. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for a driveline infection. The patient had been having frequent low flow alarms. Log files captured a momentary low flow event on 13nov2023 and 14nov2023. Follow-up log files revealed three lower flow events on 20nov2023 and 25nov2023 that were not sustained for long enough to activate the audible alarm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.